Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to press the button effectively and decided to replace the pump. The customer was advised to use their current pump as backup therapy, understood the instructions to place the pump into storage mode, and agreed to return the problematic pump using a pre-paid label within ten days.